Event description:
A report was received that the patient underwent a lead revision due to inability to feel stimulation. During the revision, the physician replaced the two leads with new ones and implanted two clik anchors. The patient was reportedly doing fine following the procedure. The leads were returned and analyzed and the complaint was confirmed. Device evaluation indicated that some of the cables were completely broken at the bent/kinked location of the leads. It appears to be a result of fatigue. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-70, serial #:(B)(4), description:linear st lead, 70cm.

Event description:
A report was received that the patient could not feel the stimulation and was found to have high impedances as there were only 4 working contacts. The patient underwent a revision in which two leads were replaced. The patient was doing fine postoperatively.

Manufacturer narrative:
The leads were returned and analyzed and the complaint was confirmed. The device evaluation indicated that some of the cables were completely broken at the bent/kinked location of the leads. It appeared to be a result of fatigue. The damage to the cables was consistent with fractures caused when a lead was sutured without the use of a suture sleeve.